Manufacturer narrative:
The reported bioraptor knotless suture anchor, intended for use in treatment, will not be returned for evaluation. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. From the information provided, the anchor pulled out of the insertion site. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of bone, such as cystic changes or severe osteopenia, which would compromise secure anchor fixation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that during a slap tear repair procedure, the bioraptor implant popped out. Therefore, the doctor decide to remove it, no pieces broke. The whole anchor was pulled-out intact as original. He used a q-fix instead and drilled a new hole to complete the procedure. There was no significant delay and no patient injuries reported.